Manufacturer narrative:
Per the clinic, the patient developed a postauricular abscess, with purulence tracking along the electrode into the mastoid and extensive granulation tissue. Prior cultures confirmed infection with mrsa. The patient was hospitalized from (B)(6) 2025, to (B)(6) 2025, and was treated with oral antibiotics (specific dates and duration not reported), 6 weeks of IV antibiotics (specific dates not reported), topical antibiotics (specific dates and duration not reported), and a topical steroid (specific dates not reported).to control the infection and prevent further complications, the patient was placed under general anesthesia and underwent incision and drainage of the abscess with extensive debridement of infected tissue.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025, due to an infection (site of infection not confirmed). Additional information has been requested but has not been made available as of the date of this report.